Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple guide was observed to be attached to the instrument with damage to the staple guide. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged staple guide that has no relationship to the reported condition. Replication of the observed damage to the staple guide may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left hemicolectomy, when device was being applied to the anastomoses between rectum and sigmodeum, after firing the instrument, it got stuck in the tissue and could not remove from the patient. Pushed the device a little bit further than usual. Needed to get an extra gastroscopy and after 45 minutes the surgeon was able to remove the device. Checked the anastomoses after and it seemed okay.